Manufacturer narrative:
This lot was manufactured between september 28, 2017 - september 29, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph of the sample showed evidence of the bladder rupture. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The event occurred before use. There was no patient involvement. No additional information is available.